Event description:
During a morning inspection, it was reported that the device ac loss alert was heard and it would not operate on ac power. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device for evaluation/repair and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.